Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument became stuck in the trocar. The orange area was caught in the trocar. The instrument was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the orange plastic section measured roughly 0.0720¿ x 0.0450¿. There were no material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.